Event description:
Patient with left ventricular assist device (lvad) patient admitted for anemia secondary to gi bleed (hematocrit was 31.1 to 17.3). The patient required 5 units of blood this admission. International normalized ratio (inr) was within normal goal range at the time of the admission.